Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touchscreen malfunctioned while the unit was being used on a patient at the time of the reported issue. However, there was no patient harm.

Manufacturer narrative:
Date of event : (B)(6) 2018. Date of report : 22sep18. (B)(4) international UDI. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The approval from the customer for repair was not able to be obtained; therefore the repair was cancelled. The part was not returned to fi(failure investigation) and the root cause cannot be determined until the device is returned and investigated submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.